Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the ECG data from the event was returned. Our review of the data found that the end user was performing CPR while the ECG analysis was being performed. As a result the artifact produced by the CPR was read by the ECG algorithm as a shockable rhythm. Our operator's guide instructs the operator to "stand clear" during the analysis and the device prompts an audible "do not touch patient, analyzing" during the analysis period. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.